Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold and opening curved on radius. Leak test and microscopic analysis was performed which identified: opening crease smooth on radius, striated opening on anterior, non-penetrating nicks, wear abrasion and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is an opening crease smooth on radius assessed as fold flaw opening and a striated opening on anterior assessed as surgical. Damage consist in the use of some surgical tool. Creases are observed but have no relationship with manufacturing.

Event description:
Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.